Manufacturer narrative:
The device was manufactured april 23 - 24, 2019. The device was received for evaluation containing 47 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was determined to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.